Event description:
The customer claimed that the bed was going up on its own. There was no indication regarding patient involvement. No injury was claimed. The bed was swapped and the device testing was performed. The service center did not find any issue with the bed. The alleged scenario was not duplicated.

Manufacturer narrative:
The review of previous complaints revealed that if no device failure is detected, the bed's movement may be caused by the unintentional activation of the buttons on the control panel. This hypothesis could not be confirmed due to its nature. The instruction for use (IFU) for citadel bed (830.213-en) contains information that the caregiver should check that the patient controls, caregiver controls and attendant control panels operate corectly weekly. Also IFU includes information about function of lock-outs: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed." The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The device was not used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to the allegation that the bed was moving without any commands being given. No injury was sustained.